Event description:
It was reported that one-quarter of a 2.5mm reaming rod with ball tip broke during insertion of one of the nails during a tibial case. The broken tip was successfully retrieved from the patient and a back-up reaming rod was available for use. The procedure was completed with a reported five (5) minute delay. Patient was reported as ¿fine¿ postoperative. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifier and weight are unknown. Expiry date: september 2023. Device is an instrument and is not implanted or explanted. Per facility, the complainant part has been discarded. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: lot 7759782. Magnum manufacturing center (now known as relius medical, llc) manufactured the 2.5mm reaming rod with ball tip - sterile (part 357.706, lot 7759782). Initially, the part conformed to the supplier¿s certificate of conformance, dated october 17, 2014, and was inspected and conformed to the synthes final inspection sheet. The parts were labelled, packaged, sterilized and released to the monument warehouse on november 24, 2014 with expiration date september 2023. There were no material record reports, non-conformance reports, or complaint related issues with this lot. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.